Event description:
During index procedure the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the mid lad. The following day the patient suffered a mi. The reported mi was related to the target vessel. The investigator indicated that the reported event was unrelated to the study device.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (myocardial infarction).